Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: (B)(4); model: sc-2408-56; serial: (B)(4); batch: 19568424.

Event description:
It was reported that the patients left lead had migrated. The patient underwent a revision procedure wherein the lead was moved down to line up with the other existing lead. The patient was doing well postoperatively. The lead remains implanted.